Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak occurred during treatment on the liberty select cycler. Fluid was discovered during fill 1 of 4 of treatment. Fluid leaked from a small hole in the patient line of the liberty cycler set. It was stated that fluid was discovered on the external of the liberty cycler set cassette. No alarms or messages were received. The pd registered nurse (pdrn) stated during follow-up that the patient did not report the event to the clinic. No symptoms, adverse events, serious injuries, or required medical intervention was reported to the clinic since the reported event date. Review of the treatment record confirmed that the patient completed treatment on the liberty select cycler on the night of the reported event. The cycler set was not reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak occurred during treatment on the liberty select cycler. Fluid was discovered during fill 1 of 4 of treatment. Fluid leaked from a small hole in the patient line of the liberty cycler set. It was stated that fluid was discovered on the external of the liberty cycler set cassette. No alarms or messages were received. The pd registered nurse (pdrn) stated during follow-up that the patient did not report the event to the clinic. No symptoms, adverse events, serious injuries, or required medical intervention was reported to the clinic since the reported event date. Review of the treatment record confirmed that the patient completed treatment on the liberty select cycler on the night of the reported event. The cycler set was not reported to be available to be returned to the manufacturer for physical evaluation.